Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was able to verify the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is a problem with the cassette detection. There was unknown patient involvement.